Event description:
Had novasure in (B)(6), was immediately sick for months, following debilitating pain that went on for months until I had to have a hysterectomy to correct the issue. Blood was filling my fallopian tubes.